Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va02qa9, implanted: (B)(6) 2012-11, product type: lead. (B)(4).

Event description:
It was reported the patient fell in (B)(6) 2012. It was stated "it never worked like it should have." The patient's device was removed and a new device was implanted on (B)(6) 2013. No patient symptoms were reported. Additional information has been requested, a follow up report will be sent if additional information is received.